Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate due to the customer not adjusting for daylight savings. There was no impact to the customer's blood glucose level. Reportedly, the customer successfully changed the time and declined to provide additional information.